Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for bacterial peritonitis coincident with therapy for peritoneal dialysis. About four month ago the patient developed poor nutritional intake. The cause of the peritonitis event was reported to be due to immunocompromised state. The patient was hospitalized for the peritonitis event. The patient¿s catheter was removed and the patient was placed on hemodialysis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with ancef (1 gram intraperitoneally (ip) daily) and fortaz (1 gram ip daily). At the time of this report, the patient remained hospitalized and had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted for potentially associated lot numbers h13i13033 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4)and cmplnt-(B)(4).